Event description:
Caller indicated the relion prime meter was reading high. Customer stated she took a reading in (B)(6) 2013 and took insulin based on the reading. She doesn't remember the reading or amount of insulin she took. She stated she passed out and hit the coffee table and injured her hip. She stated her daughter arrived shortly afterwards and the fire department helped her off the floor, then the ambulance arrived, but no treatment was given. She also is complaining about her reading she received today of 293 on the prime stating its reading too high. She tested on a different meter and received 232. She is absolutely scared of our meter and is threatening to sue. She stated she doesn't want a replacement and is waiting on her lawyer¿s to advice. According to her lawyer its best to sue. The customer doesn't have control solution. Explained proper storage and technique but the caller got highly upset and hung up the phone. Called back offered refund and requested product back but the customer stated she will not send it back until all the relion prime meters are taken off the market because she feels it will kill someone one day. Sending return label. She stated if they are not taken off the market she will go through with her case to sue.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.